Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2021 due to an aseptic loosening of the device. During the revision surgery the patient was treated by removing the glenoid implant and filling the bone defect with cerement. No further information received.